Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer's blood glucose level was 58 mg/dl. The customer reverted to manual injections for insulin therapy.